Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA(B)(4).

Manufacturer narrative:
Device available for evaluation; returned to manufacturer on 6th of february 2020. Device evaluation: sample was received by the manufacturer site on february 06th, 2020. Intraocular lens was received inside a bag. The lens was observed under microscope, scarce amount of viscoelastic residues were observed. One of the haptic was observed detached and the other was observed positioned. The complaint was verified however, due the form of the detached haptic, it could not be related to the manufacturing process. A product quality deficiency was not identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted; if explanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. (B)(6). (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during cataract surgery, an intraocular lens, model pcb00, had trailing haptic missing. Lens was removed and replaced resulting in an extended incision which required suturing. No additional information provided.